Event description:
Patient attached to ventilator x2 days. The gradual increase in end expiratory lung pressure was noted causing respiratory therapist to immediately inspect the ventilator, visual inspection revealed "twist" in silicone rubber expiratory valve. Valve condition corrected. Patient's blood pressure stabilized and vasoactive drugs were decreased.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, failure to follow instructions. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: user education provided, other. The device was not destroyed/disposed of.